Event description:
The pt was implanted with a left ventricular assist device (lvad). A pump exchange was reported by receipt of a device tracking form. The reason for exchange noted: "thrombus".

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.